Event description:
Pt stated pump stop working, needed replacement. Unk if pt missed a dose of gamunex c, unk if pt experienced adverse event due to pump not working. Available for return. No add'l info provided. Reported to (B)(6) by pt/caregiver.